Event description:
The customer contact reported a suspected operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver dilaudid with a concentration of 1mg/ml at a rate of 0.6mg/hr and a 30ml container size. No further programming parameters were provided. At an unspecified time, it was noted that the vial emptied in 6 hours, which was sooner then expected. The customer contact reported that "instead of 0.6mg every hour, the pt got 6mg every hour." There were not reported adverse pt effects. No medical interventions were required. The pt "tolerated" the dose. The nurse reviewed the pump display history and noted that the drug concentrated was programmed for 0.1mg/ml instead of the intended 1mg/ml. The pump was reprogrammed and therapy resumed using the same pump with no further problems. The device was not removed from clinical service. The customer contact reported that it is believed this was, "probably staff error but can't prove it." Though requested no additional information was provided.